Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a power source. Additionally, the customer reported that the battery gauge was remaining static for an extended period of time. The customer's blood glucose (bg) ranged from 104-130 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after the customer plugged the pump into a computer usb port. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.